Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 52mm abdominal aortic aneurysm. The proximal neck diameter was noted as 26mm and 25mm in length. Mild proximal neck calcification and neck thrombus was reported. The left common iliac was noted as tortuous with mild calcification. Mild calcification was also noted on the right iliac. It was reported during the index procedure a type ia endoleak was observed, the endoleak was not resolved during the case. The post operative CT showed infolding of the body of the graft. No cause as per the physician was provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and stent graft infolding could not be confirmed on the pre-implant films returned; therefore, the cause of the events could not be determined. Post-implant CT¿s were not available for review and the endurant stent graft in-vivo configuration could not be evaluated. Procedural angiogram showing the endurant deployment were also not provided. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck with an aortic flow lumen in areas of ~26mm diameter, may have contributed to the infolding leading to a proximal endoleak, but this could not be confirmed. B5; additional information received: it was confirmed intervention was completed where a non mdt stent was implanted in the proximal portion of the graft to open the body of the graft and resolve the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.